Event description:
It was reported that the keypad of the insulin pump was unresponsive. While programming a bolus the numbers kept scrolling. The customer removed the battery and the insulin pump alarmed failed battery. The customer cleared the alarm and placed a new battery, but the buttons were still unresponsive and the device alarmed another error. The customer's blood glucose was 203 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with currents in specification. No unexpected failed battery test or battery out of limit. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. Numbers do not ramp up on or scroll bar moving with no input.